Manufacturer narrative:
A sample was not available for review; however, an image was provided for a similar complaint (B)(4). The image was examined and there was a segment of the introducer near the distal end that was partially collapsed as if it were melted. Therefore, this complaint is confirmed. Without an evaluation of the actual device, a root cause cannot be determined with confidence. However, based on the provided image, it is likely that the use of the laser resulted in the damage to the introducer in which the heat caused the introducer to melt and collapse. Since the alleged complaint was most likely due to an event within the user environment, no corrective action will be taken at this time.

Event description:
Distal portion of the sheath was absent.